Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the suture of an ar-3641-1 has torn. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3641-1 2.6 mm knotless fibertak¿ anchor was received for investigation. Visual evaluation of the returned device noted the suture was returned disassembled and the anchor was still intact. It was further noted that a suture was missing from the assembly. Functional testing was not performed due to the damage to the device. The bone quality of the patient and the information of the instrument used to prepare the bone socket for insertion of the implant were not provided. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or improper bone preparation. Refer to investigation photos.